Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, while at work, the patient noticed that their sensor failed around 12:00 pm. The patient was wearing an omnipod insulin pump. The patient did not have a bg meter to use as a back-up. After approximately three hours, the patient started vomiting excessively. The patient left work and had her husband take her to the emergency room. At the emergency room, the patient's bg meter reading was 400 mg/dl. The patient was diagnosed with dka and was treated with intravenous fluids and insulin injections. The patient was discharged on (B)(6) 2025. Prior to discharge, the patient¿s bg meter reading was 104 mg/dl. The patient was feeling "fine" at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, while at work, the patient noticed that their sensor failed around 12:00 pm. The patient was wearing an omnipod insulin pump. The patient did not have a bg meter to use as a back-up. After approximately three hours, the patient started vomiting excessively. The patient left work and had her husband take her to the ER. At the ER, the patient¿s bg meter reading was 400 mg/dl. The patient was diagnosed with dka and was treated with intravenous fluids and insulin injections. The patient was discharged on (B)(6) 2025. Prior to discharge, the patient¿s bg meter reading was 104 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.